Event description:
While wearing the external equipment, the patient reportedly experienced a sound quality problem. The patient was seen by the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. A decision was made to explant the patient's device. The patient was explanted and re-implanted with another advanced bionics device.